Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted the conductor coil was stretched. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing resulting in pacing inhibition. Fluoroscopic evaluation found the lead had dislodged. An attempted to reposition the lead was made however the diagnostics were not acceptable. The lead was explanted and replaced. No additional adverse patient effects were reported.